Manufacturer narrative:
A complete analysis and testing of the insulin pump showed it was operating within specifications. The device passed all functional testing. Programmed boluses and basals delivered and recorded properly during testing. No daily totals, basal or bolus anomalies noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Territory manager reported hospitalization due to low blood glucose. The blood glucose reading at the time of the event was 10 mg/dl. The paramedics were called. Customer was unconscious, her son had awaken her. Customer received 100 units of insulin. Nothing further reported.